Event description:
Follow up information received identified the patient had her scs ipg replaced.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced difficulty charging her scs ipg due to shoulder problems. Subsequently, the patient's physician decided to replace the patient's ipg with a non-rechargeable model.